Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 497 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated they had sets that did not stick. Customer stated that they had allergic to all tapes. The customer stated that the insulin pump had insulin flow blocked alarm. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reported that event was resolved by infusion set changed. The insulin pump will not be returned for analysis.